Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the batter cap threads were stripped and the pump got wet. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit. This complaint is for the battery cap only.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2018 with the following findings: there was visible moisture corrosion in the battery compartment. The battery compartment was found to be cracked. Moisture corrosion was found on the internal components of the pump.